Event description:
Customer reported, she experienced low blood glucose of 46 mg/dl; she treated with food. Customer stated, she was low because, she had and active day. Customer also reported, she received a no delivery alarm during prime. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit. She was then instructed to rewind, reinsert reservoir and run manual prime; device did not alarm no delivery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-85148 for the reservoir.